Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one, opened acute hemodialysis kit for analysis. The guide wire assembly will be analyzed as part of this complaint investigation. The guide wire assembly cap was not returned with the sample. No definite signs of use were observed. Visual examination of the guide wire revealed two kinks on the guide wire body. One kink was located over the thumb advancer window. This portion of the swg would not be protected during shipping, indicating that the guide wire may have been damaged during transit to the customer. The second kink was located within the blue straightener tubing, which would have protected the guide wire from damage. Microscopic examination confirmed both welds were present and spherical. The kinks in the guide wire measured 35mm and 76mm from the distal weld. The guide wire total length measured 685mm which is within the specification limits of 678mm-688mm per the guide wire graphic. The guide wire outer diameter measured .847mm which is within the specification limits of .838mm-.877mm per the guide wire graphic. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves". The returned guide wire was advanced through the returned ars/introducer needle subassembly. The swg was able to pass through each component with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged". The customer report of guide wire damage before use was confirmed by complaint investigation of the returned sample. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The guide wire was returned within its advancer tubing. The tubing showed evidence of kinking at the location of the thumb advancer window. This portion of the guide wire would not have been protected by any portion of the tubing. Based on the condition of the guide wire and the report that the damage was observed before use, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.